Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise thus a lead revision procedure was performed. During the procedure abrasion was observed as a result of lead contact with the implantable cardioverter defibrillator (ICD). Subsequently the lead was explanted and replaced. The ICD was also electively explanted during the procedure as the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.